Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the side rail lower arm - part of the side rail mechanism was broken in two pieces). The nursing staff explained that the patient was pulling on the side rail and broke it. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. It is also stated: "the caregiver should always aid patient in exiting the bed." Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail lower arm was broken in two pieces. The device was in use at that time. The complaint decided to be reportable due to the side rail partial detachment. No injury was claimed.

Event description:
The nurse contacted arjo and requested to replace the damage citadel plus bed frame. Allegedly, the side rail was broken. The arjo service technician visited the customer and the customer¿s allegation was confirmed. The side rail lower arm (part of the side rail mechanism) was broken in two pieces. It resulted in the side rail partial detachment. It was clarified with the nursing staff that the damage occurred when the bed was in use by a patient. Allegedly, the patient was pulling on the side rail and broke it. No harm to the patient occurred.